Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 411 analyzer (rack system). No units of measure were provided. The sample initially resulted in a troponin t value of 21.93. The sample was repeated three times, resulting in troponin t values of 3.2, 3, and 6.5.

Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The field service engineer changed the measuring cells and the sample probe. The investigation is ongoing.

Manufacturer narrative:
The engineer adjusted the probe. The investigation determined the service actions of replacing the measuring cell resolved the issue.